Manufacturer narrative:
(B)(4). Information was recieved on a medwatch form with no u/f number.

Event description:
It was reported that in the micu, the catheter met resistance at 10cm when being placed over the guide wire. As a result, the user removed the guide wire and it was during removal that the guide wire unraveled but was removed intact. The catheter was left in the patient's right ij. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided an unraveled guide wire. The catheter described in the report was not returned. The guide wire was unraveled starting at 21 cm from the proximal end. Microscopic examination revealed that the core wire was broken adjacent to the distal weld with discoloration and necking observed. No pieces of wire appeared to be missing. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the guide wire and catheter were reviewed and did not reveal any manufacturing related issues. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: complaint verification testing could not be performed because no sample was returned for analysis. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review did not reveal any manufacturing related issues. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.